Event description:
During a routine post operative visit in 2004, an x-ray revealed the nuts had disengaged. Patient had to undergo a revision surgery. At the revision surgery, it was found that the pedicle screws on both the left and right side of the patient's back had loosened or disengaged. Patient outcome: the patient had been disabled and has pain.